Event description:
The patient had a craniotomy (for a right parietal brain mass) on (B)(6) 2025, an evd cavity drain was placed, exited though the dura which was closed with a suture. The bone flap was replaced, and the scalp was closed. On (B)(6) the drain was removed at the bedside with part of the drain retained, which required operative removal. There is chronic, long term harm to patient related to this incident.